Manufacturer narrative:
The customer noted that qc was drifting up and down for hgb and the customer suspected an imprecision issue. The customer requested a service visit. A field service representative (fsr) was dispatched and found the hgb flowcell reading was out of range. The flow cell was cleaned, flushed, and decontaminated. Controls were run and passed. The cell-dyn system 1800 operator's manual 07h80-01, rev d: hgb imprecision may be caused by a contaminated flowcell (10-36). The flowcell is cleaned during the autoclean procedure (weekly maintenance, p. 9-19, 9-20) but may also be cleaned separately as described in section 9, pages 9-35 to 9-38. In addition a review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports was performed and no adverse trends were identified. This is the final report.

Event description:
The account stated that the celldyn 1800 analyzer generated a hemoglobin (hgb) result of 8.1 g/dl with a hematocrit (hct) of 39%. The physician questioned the result. The sample was repeated and the hgb was 13.3 g/dl. There was no report of impact to patient management.